Manufacturer narrative:
Summary of investigation: there are previous complaints of this code batch, regarding the same issue, some of them closed as confirmed of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 open sample with the needle detached from the thread. Considering that there are several previous confirmed complaints, we consider that this complaint is also confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received in previous complaints show that the needle escaped from the thread. Final conclusion: considering that the sample received does not fulfil b. Braun surgical specifications and that there are several confirmed complaints for the same code-batch and issue, we conclude that the complaint is confirmed by evidence of the failure in the samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle out without the thread during use. Recurrent incident with this batch. No additional information was provided.